Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 314.05. Synthes lot: 4460840. Supplier lot: na. Release to warehouse date: august 29. 2002. Manufactured by synthes brandywine. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the cannulated 4.0mm hexagonal screwdriver was received at customer quality and upon visual inspection, it was observed that a portion of the distal tip of the screw driver was broken off. The broken off piece was returned for investigation. It is clearly sheared off and thus, the complaint condition is confirmed. Dimensional inspection: the shaft ø 4mm of the screwdriver proximal to breakage got measured. Drawing: screwdriver shaft 4/7.3mm cann. Screw conclusion: the measuring result does show conformity. The design, materials, and finishing processes were found to be appropriate for the intended use of this device. Document/ specification review: the following drawing(s) was reviewed: -cannulated hexagonal screwdriver for 7.3mm cannulated screw -screwdriver shaft 4/7.3mm cann. Screw a review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique, or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the screwdriver tip broke off inside the patient during a slipped capital femoral epiphysis (scfe) screw insertion on a patient left hip in situ pinning using an unknown 7.3 mm full thread cannulated screws. The broken tip was retrieved using a right angle clamp. A larger incision had to be made to retrieve it. Fragments were generated and removed easily from a broken device. The medical intervention performed more x-rays were taken to find and confirm removal of a broken item. There was a surgical delay of five (5) minutes. The procedure was successfully completed. Concomitant device reported: unknown 7.3 mm cannulated screws (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).